Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h3, h6, h11. D10: 51-103100, tprlc 133 t1 pps so 10x140mm, lot 7281528. 010000662, g7 pps ltd acet shell 50d, lot 7748725. 110003621, biolox delta cer lnr 32mm d, lot 3211546. Complaint can be confirmed through the returned product analysis. Visual inspection of the returned head confirmed that it has fractured. It exhibits extensive dark marks within the taper hole, including on the fracture piece. The presence of these marks on the fracture surface indicates that they were present prior to the fracture event. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2 ¿ foreign ¿ china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery the ceramic head fractured during the reduction process, while the surgeon followed surgical techniques. There was five minutes of delay. All pieces were removed from the patient. No follow-up was performed as all required information is available.